Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Cal;led for assist on error code 10.1033.149 on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: explain to biomed tech. What cause the error code 13.1033.149 on 8100 unit which is a software fault on unit needs to reflash the software on unit if fl ash fails next step the logic board has went out in unit.